Manufacturer narrative:
Additional information was received on 19-jul-2023. The patient did not require extended hospitalization. In the 3500a initial the concomitant product of unk_smartablate generator was reported. In the additional information, the product information details were provided. Therefore, updated "d10. Concomitant medical products and therapy dates" field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient experienced a electrocardiogram st segment elevation, ventricular fibrillation and ventricular tachycardia. It was reported that after septal puncture, st elevation was observed on body surface electrocardiogram and the patient developed vt/vf. Timing was immediately after septal puncture. Air embolism was suspected, and cag was performed, but no clear air was found. The coronary artery was dilated with nitroglycerin and the st decreased over time. The patient's blood pressure stabilized, and the procedure was resumed. The procedure was completed without problems. Description of health problems was that the blood-pressure decreased. Progress was that the patient already recovered. Physician assessment of the health problem was non-serious (moderate/minor). Causal relationship with product was unknown. The physician's opinions on the relationship between the event and the product was that when the accusafe: transseptal needle (synaptic medical)] was used for the first time today, it was considered that air was introduced during septal puncture because the procedure proceeded without an inner tube. There was no causal relationship with carto. There were no abnormalities observed prior to and during use of the product. Additional information was received. Thermocool smarttouch sf was used but it was not used prior to this adverse event, but after adverse event was recovered. The adverse event was discovered during use of biosense webster products. The issue was found immediately after septal puncture. Physician¿s opinion on the cause of this adverse event was the procedure. Physician commented that the accusafe: transseptal needle (synaptic medical) was used for the first time today, and the air was introduced during septal puncture because it was used without inner tube. The coronary artery was dilated with nitroglycerin. Outcome of the adverse event was recovered. Smartablate generator was used. Servicing was not needed.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000107 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).